Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator generated a no shock delivered message while in use on a baby, despite evidence on the electrocardiogram (ECG) rhythm strip and a reaction from the baby that suggests a shock was administered. We are considering this as a serious injury as the event occurred while the device was in use on a patient. A nurse reported that this baby (unknown age/gender) was admitted to a hospital due to svt. Relevant medical history included two previous cardioversions for svt. On (B)(6) 2019, the hospital staff attempted a synchronized shock with two joules of energy, but the device generated a ¿no shock delivered message¿. The patient¿s svt was treated without defibrillation. The infant was subsequently with treated with medication and discharged to home.

Manufacturer narrative:
Device evaluated by MFR: a follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator generated a no shock delivered message while in use on a baby, despite evidence on the electrocardiogram (ECG) rhythm strip and a reaction from the baby that suggests a shock was administered. We are considering this as a serious injury as the event occurred while the device was in use on a patient and it is unknown whether or not an adverse event occurred and what the patient's outcome was. Additional details have been requested.